Manufacturer narrative:
On (B)(6) 2021 the customer alleged the insulin pump has a blank display after moisture exposure and there is a crack on the battery compartment. The following were noted during physical inspection: scratched case, pillowing keypad overlay, case cracked at the corner of the belt clip rails, and cracked battery tube threads. The insulin pump was received with a blank display after battery installation. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test, or download trace/history files using thus due to blank display. The insulin pump was cut open to perform visual inspection and moisture damage was found the electronic assembly electrical board 1 and electrical board 2, the motor and force sensor. Cleaned electrical board 1 and electrical board 2 with isopropyl alcohol with no effect. Electrical board 1 was swapped out and blank display persist. A test p-cap does lock into place inside the reservoir compartment properly. Blank display, moisture damage, and cosmetic damage are confirmed. Blank display due to moisture damage on the electronic assembly electrical board 1 and electrical board 2. The insulin pump had a crack on the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated the contacts on the battery cap are neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer = black. On (B)(6) 2021 the customer alleged the pump has a blank display after moisture exposure and there is a crack on the battery compartment. The following were noted during physical inspection: scratched case, pillowing keypad overlay, case cracked at the corner of the belt clip rails, and cracked battery tube threads. Device was received with a blank display after battery installation. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test, or download trace/history files using thus due to blank display. The pump was cut open to perform visual inspection and moisture damage was found the electronic assembly (pcba 1 and pcba 2), the motor and force sensor. Cleaned pcba 1 and pcba 2 with isopropyl alcohol with no effect. Pcba 1 was swapped out and blank display persist. A test p-cap does lock into place inside the reservoir compartment properly. Blank display, moisture damage, and cosmetic damage are confirmed. Blank display due to moisture damage on the electronic assembly (pcba 1 and pcba 2). The pump had a crack on the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.